Manufacturer narrative:
(B)(4).

Event description:
The system was removed due to infection. The pt went on to have a new system implanted on (B)(6) 2010. There had been no further problems or concerns noted in the pt's chart.